Event description:
It was reported that when the patient charged her implantable neurostimulator (ins), the stimulation"got too strong." It was noted that the patient was able to turn off the stimulation with instructions. It was also reported that the patient¿s current ins was not as effective as the trial. It was noted that she didn't have the same pain relief during the trial as in current implant. She used to have pain relief for 3-4 hours after turning off the stimulation and now pain returned 15-30 minutes after turning off stimulation. The patient also noted that she was back to taking the same amount of medications as prior to trial. She was on pain and muscle relaxers and she reduced the amount during the trial and now she was back to taking the same amount before the trial. It was further noted that her neck was hurting and she was in constant pain. She also reported that she was not happy with the location of the ins. It was noted that the ins site was inflamed and she had to go in for a steroid injection.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information stated the patient had a couple pain shots the day prior to report around the area where their implantable neurostimulator (ins) was located. It was reported the patient thought the ins was put in a ¿very bad place by elbow¿ and it rubbed on their clothing and it was infected and hurt very much. It was noted the patient was told they had to wait two to three months to have it moved. Reportedly the patient had pain problems on top of their pain and when they turned their head a certain way their two wires ¿zap her.¿ it was stated the patient¿s pain was unbearable. The patient stated during their trial they could ¿zap¿ themselves for an hour and have 12 hours of pain relief and go down from 6-8 pills to two pain pills. It was reported ¿now is horrible¿ and the patient was in pain every day and had to take more pain pills than before. It was also stated the patient¿s programmer had been lost or stolen.

Event description:
Additional information received reported that the patient never had therapeutic effect. It was noted that the patient had the device explanted (B)(6) 2013 because it was not effective since the implant in (B)(6) 2013. The patient stated that when they were implanted they could not get the programming right. The patient stated that "all four channels would go on at once" no matter what program they had set. It was noted that the trial was very successful and they were even able stop taking some of their pain medication and muscle relaxers. The patient noted that during the trial they were in "hog heaven." It was noted that the implant was never a success and the device was explanted.